Manufacturer narrative:
Other applicable components are: product ID: 7482a95, serial#: (B)(4), product type: extension. Product ID: 7482a95, serial#: (B)(4), product type: extension. Product ID: 37642, serial#: (B)(4), product type: programmer, patient. Product ID: 7482a95, serial/lot #: (B)(4), ubd: 03-sep-2012, UDI#: (B)(4) ; product ID: 7482a95, serial/lot #: (B)(4), ubd: 14-jan-2013, UDI#: (B)(4) ; product ID: 37642, serial/lot #: (B)(4), ubd: 14-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the rep was notified by the patient that they must have moved into weird positions overnight, and they felt a pull/sharp twinge that gave them pain over their head. They felt fine today and haven't had a loss of therapy. The rep tried to walk the patient through performing a lead connection check (lcc) at home to check system integrity. The patient saw the lcc screen, but when they pressed sync they saw the in the box icon. The patient programmer (pp) was stuck on this screen and when they attempted to sync normally, it just stayed on the in the box icon. It was reviewed they should be able to use the pp normally, but could attempt to reseat the batteries and call back if the issue didn't resolve. Additional information received from a manufacturing representative (rep) indicated the patient was able to turn the programmer off and back on to sync normally to the ins. It was believe the patient had some bowstringing, but the pulling and twinge resolved the next morning as they felt it during sleep. All impedance checks were normal, and the patient has a neurology follow-up appointment on september 3rd. No further complications were reported or anticipated with this event.